Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a discrete drain became separated from a trocar during a procedure. The item was in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a discrete drain became separated from a trocar during a procedure. No injury/death was reported. Sample along with manufacturing number were provided for review. A review of the sample confirmed the issue from the end user. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Per evaluation it was found the drain line had a tear at the joint between tube and trocar. It was also identified the trocar was bent at a 90 degree angle. This product uses a straight 10fr trocar attachment to the drain line. Per provided instruction for use (IFU) it states drains should be carefully placed and removed by hand, handling drains with instruments may cause them to tear and subsequently break. From the review of the sample it appears tools were used to create the bend in the trocar, which most likely caused the tear and separation of the drain line. Therefore, the likely root cause is operator error ¿ end user error. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the end user indicating that a discrete drain became separated from a trocar during a procedure. The item was in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).